Event description:
A (B)(6) male pt's nurse called zoll customer support to report damaged cables on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. In addition the trunk cable connector was cracked. Additionally, the ECG c and d cable grommet was pulled from the dn with wires attached. The dn with wires attached. The root cause of the damaged cable could not be positively identified but was likely excessive force. The root cause for the damaged connector was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.